Manufacturer narrative:
An event of device migration, hematoma and removal of the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. Imaging provided by the field appeared to show cross section of the amulet occluder visualized but the exact anatomical location is difficult to confirm. It is difficult based on the still images to make sense of the device shown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of the reported event could not be conclusively determined. However, it was reported that from field hematoma and post extracorporeal circulation was provided due to the surgery not due to the device.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet was successfully implanted using a 14f amulet delivery sheath. The dimension of the defect was 25mm x 13mm under transesophageal echocardiogram (tee). 4 to 6 hour post-procedure, the device was found to have migrated. The physicians tried to recapture the device for over 1 hour without success. The patient was converted to surgery and explantation of the device was performed. The physician observed a hematoma on the right ventricle post-surgery and post extracorporeal circulation was provided due to the surgery (not due to the device). Patient is doing well today.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.